Event description:
It was reported that prior to a diagnostic pci procedure, the kayak guidewire became stuck in the medez omniflush diagnostic catheter. The physician completed the procedure successfully using a different kayak guidewire and a different omniflush catheter. Same case as manufacturer report number 6000130-2004-00013.